Manufacturer narrative:
Follow-up received on 07-jun-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). A total hysterectomy was performed and during the procedure it was noted that the right essure device appeared distorted upon removal (seen as device dislocation). These events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy and during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this case, it was reported that she underwent an endometrial ablation in order to control her heavy bleeding. The exact date and mechanism of device dislocation were not known. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 06-may-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. An hysterosalpingogram (hsg) was performed (B)(6) 2007, to confirm that the essure devices were in place and adequately blocking hoe fallopian tubes. Shortly after placement of essure, plaintiff started to experience severe lower back pain. At first, plaintiff thought that her lower back pain was caused by the epidural she received while in labor a few months earlier. However, plaintiff's lower back pain continued to worsen to such a degree that she began seeing a chiropractor to help with her pain management. She had never experienced such severe lower back pain prior to receiving essure. Additionally, plaintiff began to suffer heavy bleeding which concerned her to the point of contacting physician. Again, physician informed her that the heavy bleeding she was experiencing was normal. Plaintiff eventually underwent an endometrial ablation on (B)(6) 2009, to try and control her heavy bleeding. After undergoing the ablation, plaintiff's bleeding continued, thus prompting her to return to physician's office. During this visit, an x-ray of the pelvis was taka and it was noted that the left essure device could not be visualized. Plaintiff was informed that she would need to undergo a hysterectomy in order to remove a large fibroid that had developed in her uterus. On or around (B)(6) 2012, plaintiff underwent a total hysterectomy. During the procedure it was noted that the right essure device appeared "distorted" upon removal. The left essure device was not present in the left tube and remains somewhere in her body. She continues to suffer from severe bank pain, heavy bleeding, and headaches. The location of the left essure device in her body is currently unknown. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). A total hysterectomy was performed and during the procedure it was noted that the right essure device appeared distorted upon removal (seen as device dislocation). These events are serious due to their medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy and during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this case, it was reported that she underwent an endometrial ablation in order to control her heavy bleeding. The exact date and mechanism of device dislocation were not known. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation location: uterus / essure coil was inside my uterus/ perforation"), embedded device ("some sort of metal coil was embedded into my uterus"), device dislocation ("one essure coil was missing"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe lower back pain/severe back pain, chronic") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure device appeared distorted upon removal" (seriousness criteria medically significant and intervention required). The patient's past medical history included gravida, parity 3 (total number of live births: 3(date of births: (B)(6))) and multi gravida (total number of pregnancies: 3). Previously administered products included for birth control: ortho tri-cyclen from 1999 to 2006. Concurrent conditions included chronic cervicitis since (B)(6) 2012 and degeneration of uterine fibroid. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as ibuprofen (motrin), misoprostol (cytotec) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), limb discomfort ("I felt paralyzed from the waist down"), gait disturbance ("the pain was so severe that the only way I could get out of bed was by rolling off onto the floor and walking hunched over towards my feet/ sometimes I couldn't even walk"), fear ("scared"), cyst ("huge cyst that was lying on a nerve"), depression ("depressed") with nervousness, anger ("angry") and procedural pain ("cryoablation-this procedure was so painful/ cryoablation post-procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("large fibroid that developed in her uterus"), headache ("headaches"), device expulsion ("left essure device was not present in the left tube on x-ray / second coil still has not been found in my body"), loss of personal independence in daily activities ("had three young kids that I had to take care of and I could not even get up to do it. My husband help me out a lot around the house and with daily activities") and loss of libido ("it was effecting my sex life with my husband and my mood because I was just so miserable with all this going on."). The patient was hospitalized (B)(6) 2012. The patient was treated with meclozine (meclizine), ibuprofen, surgery (robotic assisted laparoscopic total hysterectomy), surgery (robotic assisted laparoscopic total hysterectomy), surgery (robotic assisted laparoscopic total hysterectomy), surgery (cryoablation in 2007), surgery (robot assisted laparoscopic total hysterectomy), surgery (robotic assisted laparoscopic total hysterectomy) and surgery (cryoablation in 2007). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, embedded device, device dislocation, limb discomfort, uterine leiomyoma, gait disturbance, fear, device expulsion, cyst, depression, anger, procedural pain, loss of personal independence in daily activities and loss of libido outcome was unknown, the menorrhagia and back pain had resolved and the genital haemorrhage and headache had not resolved. The reporter considered anger, back pain, cyst, depression, device dislocation, device expulsion, embedded device, fear, gait disturbance, genital haemorrhage, headache, limb discomfort, loss of libido, loss of personal independence in daily activities, menorrhagia, procedural pain, uterine leiomyoma and uterine perforation to be related to essure (ess205). The reporter commented: it was reported that the contrast did not go up all the way through the fallopian tube. She reported that her uterus was very large. It weighed more than usual. It weighed more than usual. The negative impact of essure changed my life; I sometimes feel less of a woman due to the hysterectomy. Plaintiff denied essure caused or aggravated any psychiatric and/or psychological conditions. Essure was placed in each tubal ostium very easily. The scope was removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2012: device could not be visualized on (B)(6) 2007, hysterosalpingogram showed devices were in place and adequately blocking her fallopian tubes. She was only has the right essure wire demonstrated. Left essure wire is not seen. No spillage of contrast or patency of the fallopian tubes were demonstrated on hysterosalpingogram. On (B)(6) 2017, she had pelvis radiograph that showed essentially unremarkable bony pelvis. No evidence of fracture or osseous destructive lesion. Incidental note was made of a linear metallic opacity projecting over the right hemipelvis consistent with a tubal contraceptive device, as detailed above. These are usually bilateral if both ovaries are present, however no left -sided device was visible radiographically. On three view lumbar spine x ray showed lumbar scoliosis without acute abnormality of the lumbar spine. On (B)(6) 2012, she had MRI lumbar spine without contrast l5 -s1 mild left foraminal stenosis secondary to disc bulge with early endplate osteophytes and mild degenerative facet hypertrophy. L4 -l5 disc desiccation a mild broad -based posterior disc bulging with a left precentral annular tear. No focal protrusion or stenosis. Mild degenerative facet disease also present at this level. On (B)(6) 2012, she had surgical pathology report revealed she had uterus hysterectomy, proliferative endometrium, no hyperplasia or malignancy seen, chronic cervicitis status post tubal ligation reveled cystic sequestration of right cornu of endometrial cavity with persistence of endometrial lining, no evidence of hyperplasia within corn. Following the endometrium from the endocervical canal to the right cornu, the endometrial surface appears to stop and in the right cornu there is a small cystic space measuring 2 cm. The cystic space has a smooth lining and has no apparent connection to the endometrial canal. This is near the stump of the right fallopian tube. Examination of the right fallopian tube stump reveals coil like spring of metallic material protruding from the fallopian tube. The coil like spring does not pull easily from the fallopian tube stump, however it is finally removed in a somewhat distorted condition. On (B)(6) 2012, she had gynecological ultrasound revealed no adnexal cysts/ masses seen. No free fluid noted. On 4d post processing suspected partial septate/bicornuate uterine anomaly with three fibroids noted. Endometrium appears normal in left horn. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2017: product indication added and treatment drugs were added. Events added per pfs heavy menstrual bleeding, cramping, pelvic pain, one essure coil was missing, I felt paralyzed from the waist down, sometimes I couldn't even walk, uterine perforation, scared, post procedure pain, huge cyst that was lying on a nerve, some sort of metal coil was embedded into my uterus, depressed, angry and updated events severe lower back pain/severe back pain (previously reported as severe lower back pain), left essure device was not present in the left tube on x-ray / second coil still has not been found in my body. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. On (B)(6) 2017: medically confirmed case. Reporters added from mr, concomitant disease added. Lab data added, concomitant medication included cytotec, motrin and vicodin, treatment medication included meclizine. Outcome of event severe lower back pain/severe back pain, chronic was recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation location: uterus / essure coil was inside my uterus/ perforation"), embedded device ("some sort of metal coil was embedded into my uterus"), device dislocation ("one essure coil was missing"), fallopian tube perforation ("the location of the perforation ¿ right fallopian tube"), menorrhagia ("heavy menstrual bleeding"), back pain ("severe lower back pain/severe back pain, chronic") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure device appeared distorted upon removal" (seriousness criteria medically significant and intervention required). The patient's medical history included gravida, parity 3 (total number of live births: 3(date of births: 1999, 2003, 2006)) and multi gravida (total number of pregnancies: 3). Previously administered products included for birth control: ortho tri-cyclen from 1999 to 2006. Concurrent conditions included chronic cervicitis since (B)(6) 2012 and degeneration of uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), discomfort ("I felt paralyzed from the waist down"), gait disturbance ("the pain was so severe that the only way I could get out of bed was by rolling off onto the floor and walking hunched over towards my feet/ sometimes I couldn¿t even walk"), fear ("scared"), cyst ("huge cyst that was lying on a nerve"), depression ("depressed") with nervousness, anger ("angry"), procedural pain ("cryoablation-this procedure was so painful/ cryoablation post-procedure") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), device expulsion ("left essure device was not present in the left tube on x-ray / second coil still has not been found in my body"), loss of personal independence in daily activities ("had three young kids that I had to take care of and I could not even get up to do it. My husband help me out a lot around the house and with daily activities") and loss of libido ("it was effecting my sex life with my husband and my mood because I was just so miserable with all this going on.") And was found to have uterine leiomyoma ("large fibroid that developed in her uterus"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with ibuprofen, meclozine (meclizine) and surgery (cryoablation in 2007, robot assisted laparoscopic total hysterectom, robotic assisted laparoscopic total hysterectomy and cryoablation in 2007). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, embedded device, device dislocation, discomfort, uterine leiomyoma, gait disturbance, fear, device expulsion, cyst, depression, anger, procedural pain, loss of personal independence in daily activities and loss of libido outcome was unknown, the menorrhagia, back pain, genital haemorrhage and dyspareunia had resolved and the headache had not resolved. The reporter considered anger, back pain, cyst, depression, device dislocation, device expulsion, discomfort, dyspareunia, embedded device, fallopian tube perforation, fear, gait disturbance, genital haemorrhage, headache, loss of libido, loss of personal independence in daily activities, menorrhagia, procedural pain, uterine leiomyoma and uterine perforation to be related to essure (ess205). The reporter commented: it was reported that the contrast did not go up all the way through the fallopian tube. She reported that her uterus was very large. It weighed more than usual. It weighed more than usual. The negative impact of essure changed my life; I sometimes feel less of a woman due to the hysterectomy. Plaintiff denied essure caused or aggravated any psychiatric and/or psychological conditions. Essure was placed in each tubal ostium very easily. The scope was removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2012: results: device could not be visualized. Diagnostic results: on (B)(6) 2007, hysterosalpingogram showed devices were in place and adequately blocking her fallopian tubes. She was only has the right essure wire demonstrated. Left essure wire is not seen. No spillage of contrast or patency of the fallopian tubes were demonstrated on hysterosalpingogram. On (B)(6) 2017, she had pelvis radiograph that showed essentially unremarkable bony pelvis. No evidence of fracture or osseous destructive lesion. Incidental note was made of a linear metallic opacity projecting over the right hemipelvis consistent with a tubal contraceptive device, as detailed above. These are usually bilateral if both ovaries are present, however no left -sided device was visible radiographically. On three view lumbar spine x ray showed lumbar scoliosis without acute abnormality of the lumbar spine. On (B)(6) 2012, she had MRI lumbar spine without contrast l5 -s1 mild left foraminal stenosis secondary to disc bulge with early endplate osteophytes and mild degenerative facet hypertrophy. L4 -l5 disc desiccation a mild broad ¿based posterior disc bulging with a left precentral annular tear. No focal protrusion or stenosis. Mild degenerative facet disease also present at this level. On (B)(6) 2012, she had surgical pathology report revealed she had uterus hysterectomy, proliferative endometrium, no hyperplasia or malignancy seen, chronic cervicitis status post tubal ligation reveled cystic sequestration of right cornu of endometrial cavity with persistence of endometrial lining, no evidence of hyperplasia within corn. Following the endometrium from the endocervical canal to the right cornu, the endometrial surface appears to stop and in the right cornu there is a small cystic space measuring 2 cm. The cystic space has a smooth lining and has no apparent connection to the endometrial canal. This is near the stump of the right fallopian tube. Examination of the right fallopian tube stump reveals coil like spring of metallic material protruding from the fallopian tube. The coil like spring does not pull easily from the fallopian tube stump, however it is finally removed in a somewhat distorted condition. On (B)(6) 2012, she had gynecological ultrasound revealed no adnexal cysts/ masses seen. No free fluid noted. On 4d post processing suspected partial septate/bicornuate uterine anomaly with three fibroids noted. Endometrium appears normal in left horn. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events pain during intercourse and the location of the perforation ¿ right fallopian tube was added. Outcome of events heavy bleeding was updated from not recovered / not resolved to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.